Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be made available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The arthroplasty was revised due to tibia, femoral, and patellar loosening. The components were implanted in situ for approx 4.3 years. The tibial insert, tibial tray, patellar and femoral components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a duracon femoral component was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported loosening determined due to the minimal information received.

Event description:
The arthroplasty was revised due to tibia, femoral, and patellar loosening. The components were implanted in situ for ~ 4.3 years. The tibial insert, tibial tray, patellar and femoral components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 7.